Event description:
Patient's legal representative reported patient received allergan biocell textured breast implants and suffered bia-alcl cancer. The left side device remains implanted. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient legal representative reported contralateral side bia-alcl. The left side has been explanted with no complaint against the device.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received new documentation, allergan medical safety has determined that there is no malignancy on this side.